Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the multiple ongoing occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer changed the infusion set to address the occlusions prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause. The customer delivered a correction bolus to address the high bg and continued using the pump for insulin therapy.